Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that there was a lead fracture. This lead is not expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that there was a lead fracture. This lead is not expected to return for analysis. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed -147mm from the terminal end and only the proximal segment was returned. The setscrew marks were in correct location on the terminal pin. The distal hv conductor resistance measured as an electrical open indicating a fractured or broken conductor. The distal hv dbs cable is fractured at the proximal end of the yoke stake block. Microscopic analysis confirms that the dbs cable end was properly captured inside the stake block. A fractured distal hv conductor was observed at the proximal end of the yoke stake block. This report contains additional information in section b5 describe event or problem and h6 device codes.